Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The extender tubing was also returned. No blood was visible inside the iab catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period oct-2019 to sep-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Manufacturer narrative:
Become aware date of 09-nov-2021 that device was returned under another complaint # (B)(4) [mfg report number 2248146-2021-00696]. It was initially returned from the facility identified as being for a different event. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6) medical center. Occupation: rn, bsn, cnor, administrator/ supervisor - assistant nurse manager the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and starting the console, an air leak in iab circuit message was generated. All device connections were checked and troubleshooting measures were performed by multiple staff members, but they could not clear the message. It was then decided to remove this iab and insert a second one of the same model and size. After start up with the second iab, the console generated the same air leak in iab circuit message. Again, the message could not be cleared after troubleshooting. The console was then swapped out with a different, but the same issue occurred still. The second iab was then removed and replaced with a third one. Upon start up, the third iab functioned appropriately without further errors or alarms. There was no patient harm or adverse event reported. This report is for the first iab used. A separate report will be submitted for the second iab.